Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with seizure-like symptoms and a blood glucose reading of 765 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals matched with the bolus and basal rate delivery totals. Found multiple no delivery alarms in the alarm history. The insulin pump passed the prime and high pressure tests. Nothing further was reported.